Event description:
It was reported there was an increase in spasticity; the patient was "stiffer than before." It was noted the catheter was unable to be aspirated via the catheter access port (cap.) There was a break/connector pin "issue," "near" the sutureless connector site there was a leak. The connector piece "seemed to be connected correctly but a leak just outside." A catheter revision was done. It was also noted that the catheter was explanted, and then further described that the actions required were revision, removed 3.5cm of catheter, the area of break and reconnected. They were able to aspirate the catheter and confirmed cerebrospinal fluid. Device will not be returned, customer discarded. The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that there was swelling over the pump due to fluid leaking from the tear/hole in the spinal segment of the catheter. The patient required hospitalization and recovered without sequela. The drug in the pump was reported as lioresal.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).